Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire was bending while sliding into a sheath and got stuck. During an endoscopy procedure, while inserting the amplatz wire into a non-boston scientific (bsc) sheath, the tip of the wire was bending and got stuck. The wire and the sheath had to be removed together. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device avail. For eval? Corrected from yes to no. Device returned to MFR.? Corrected from yes to no. Patient age: over 18 years old. Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the guidewire was bending while sliding into a sheath and got stuck. During an endoscopy procedure, while inserting the amplatz wire into a non-boston scientific (bsc) sheath, the tip of the wire was bending and got stuck. The wire and the sheath had to be removed together. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.